Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not responding. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 30-mar-2026: the jaws of the instrument remained completely static while in the open position, and no broken cable was visible.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the findings did not replicate or confirm the customer reported event. An in-house tip accessory was installed on the instrument and placed on the in-house system. The instrument passed the recognition, engagement and tip recognition. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various orientations. There was no difficultly removing the instrument from the in-house system and the release buttons are functional. The instrument was retested twice and passed on both attempts. The instrument was fully functional. Visual inspection was performed and there was no external damage to the snake wrist and main tube. The housing was removed for inspection and no issues were observed. No product issue was found. Additional unrelated observation(s) not reported by site: the instrument was found to have scratch marks on the tube adapter. Upon visual inspection, the instrument was observed to have three deep scratch marks on the tube adapter near the distal tip. The instrument was also found with cracked housing. The crack measured 10.3mm in length and was located at the distal end of the of the housing. The instrument was found to have residue. During visual inspection, white residue was observed on all four of the clamping pulleys, located inside the backend of the instrument. Further, the instrument was found to have corroded bearings. The housing was removed for inspection and orange discoloration was observed on eight bearings near the clamping pulleys and inputs, which indicates corrosion.